Event description:
A healthcare professional reported that during the laser procedure, half of the patients experienced pain. For two of the patients, the pain persisted, accompanied by extreme light sensitivity and hazy or blurred vision. Patient was prescribed ophthalmic corticosteroids and the pain finally resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. It should be noted that the surgeon is a trained medical professional that in the event of an incident would mitigate those issues to proceed manually. However, based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).